Event description:
The physician placed a 6fr cordis sheath introducer in the patient's groin. During the procedure, the physician went to exchange wires and while removing the wire it was noticed by fluoroscopy, that the wire was outside the lining of the cannula, therefore the sheath was removed from the patient, and it was noted to be cracked along the length of the cannula. A new 6fr cordis sheath was inserted and the procedure was completed. The physician indicated that "later that night the patient got up from bed and started dancing for unk reasons." It was then noticed that the patient developed a hematoma at the access site. The patient was taken to the operating room in which the hematoma had to be evacuated. At this point the sheath introducer was removed revealing a crack at the base of the hub. The patient's vessel had to be surgically repaired. The patient is in stable condition.

Manufacturer narrative:
During an invasive procedure, the cannula of a brite tip sheath introducer cracked along its length. It was replaced with another brite tip sheath without incident, but "later that night, the patient got up from bed and started dancing for unk reasons" and a hematoma developed at the access site. The patient was taken for surgical evacuation of the hematoma and repair of the vessel. When the new brite tip sheath was removed, a crack was seen at the base of the hub. At last report, the patient was in stable condition. Neither sheath was returned for evaluation. A review of the manufacturing records could not be done without a lot number. The complaint could not be confirmed without product return. After review of the information, it is not known what factors may have contributed to the cannula cracks; however, patient factors appear to have contributed to the access site complication. This is one of two products involved with this event in which the associated manufacturer report number is 9616099-2008-02216.